Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a 25mm 2800tfx valve implanted for one year, six months was explanted due to unknown reasons. A 25mm 11500a valve was implanted in replacement. The patient was in recovery. The implantation data card indicated that the device explant was not due to deficiency of the original device.